Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited loss of capture. It was noted the lead had dislodged. The lead was attempted to be repositioned but the issue remained. The lead was explanted and replaced. The patient was in stable condition.